Manufacturer narrative:
Corrections: this product was received and tested by technical services and the reported failure could not be confirmed. The smart cable was plugged into the monitor and the monitor was powered on. The video image remained constant even when the monitor was powered on for 60+ minutes. No sign of physical damage, the video image was normal and no problems were found. The device was returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the monitor was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.